Event description:
It was reported that far p-wave oversensing was observed when the patient was in sinus rhythm. The device sensitivity was reprogrammed, however, the oversensing still continued. Further programming changes were made and no further issues were seen. The patient condition was good.